Manufacturer narrative:
This report is submitted on august 21, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021 (date patient underwent surgery) in order to remove the abutment and a longer abutment was placed.